Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿pain at ipg site¿ was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that the patient did have weight loss prior to the allegation. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all functional tests (no anomalous outputs) on the ate (automated test equipment).

Event description:
It was reported the patient experienced pain at the ipg site due to weight loss. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).